Event description:
The customer alleges that there was a leak at the level of the syringe during the spinal injection session. Another kit was obtained without issue.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.